Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol), found the scratch on the lens. The patient experienced glare. Additional information was requested and received stating the patient is unable to drive in the dark.

Manufacturer narrative:
Additional information was provided in h.3, h,6 and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reporter has not provided any further information. The manufacturer internal reference number is: (B)(4).